Event description:
During anterior cervical discectomy and fusion (acdf) in operating room, the tip of a curette broke off while in use by doctor. The surgical site and room were searched. The curette was found in the suction filter.